Event description:
It was reported that during servicing of a homechoice machine one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:57:19. During night drain cycle five, the patient's ultrafiltration reading was 2025ml, indicating the home patient (hp) drained 2025ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If additional relevant information is received, a follow-up will be sent.